Event description:
A us distributor reported that a patient's battery charger was not charging the batteries.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The failure was due to a shorted q1 current-controlling transistor on the bedside pca. Additionally, there was insect contamination throughout the unit. The root cause for the shorted q1 could not be positively identified. No adverse event resulted from the damaged charger.